Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 521mg/dl. The customer experienced symptoms such as stomach pains. The customer was treated with manual injection. Customer stated that the current blood glucose level was 87 mg/dl. Customer stated that the cannula was bent and does not alleges on pump was under delivered. The insulin pump will not be returned for analysis.